Manufacturer narrative:
Updated data: b5: additional information was received that the first valve was recaptured due to mild-moderate paravalvular leak. The second valve was recaptured and withdrawn from the patient in the operating room. Product analysis: the second valve was discarded following removal from the patient's body; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. The subject dcs was not returned to medtronic for analysis and no flouroscopy or angiography images were returned for review. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. In this case, it was noted that there was a large calcium load on the annulus extending into the left ventricular outflow tract (lvot). This indicates that a possible cause of the positioning difficulties was patient anatomy, but this cannot be confirmed with the limited information available and a relationship to the dcs could not be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence and a relationship to the dcs cannot be established. Neither autopsy nor explant were reported to have been performed. With the limited information available, a relationship between the device and the death could not be established. No allegations were made relating the dcs or its function to the death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: enveor-n, serial/lot #: (B)(4), ubd: 01-apr-2021, UDI#: (B)(4). Product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 29-apr-2021, UDI#: (B)(4). Product analysis: the valves remain implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was loaded once and the load was confirmed using visual, tactile, and fluoroscopy methods. It was noted that there was a large calcium load on the annulus extending into the left ventricular outflow tract (lvot). A pre-implant balloon aortic valvuloplasty (bav) was performed. During implant, the valve was partially deployed, and an infold in the valve frame was noted. The valve was fully deployed and a post-implant bav was performed. During the bav, the valve dislodged. A second valve was attempted to be implanted. Approximately eight deployment attempts were made due to issues with the depth and angle of deployment. The patient¿s condition rapidly deteriorated, experiencing decreased blood pressure, decreased movement, nausea, and vomiting. When the valve was 80% deployed, the medical team identified a pericardial effusion on transesophageal echocardiography. It was thought that the temporary pacemaker lead may have caused a right ventricle perforation. The pericardial effusion was drained, then the patient was placed on extracorporeal membrane oxygenation and was transferred to the operating room. The patient died in the operating room. The cause of death was not received. It is unknown whether an autopsy was performed.